Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing display window cover, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 380 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose event. The customer was treated with insulin during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was able to complete carelink upload. Customer also stated that the reservoir compartment was damaged. Customer stated that the reservoir does not lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing display window cover, serial number label fading and minor scratched lcd window. The following analysis summary relates to recent testing of pumps performed as part of litigation. This additional testing is being added as a supplement to the original test results noted above. Visual inspection verify if the pump has any cosmetic damage (yes or no): yes. If yes, location of the damage (i.e., display screen): missing retainer ring, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, missing display window cover, scratched case, cracked case at the corner of the belt clip rail, faded serial number label, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay. Retainer ring color (black or clear): n/a (missing retainer ring). Is the retainer ring connected to the case (yes or no): n/a (missing retainer ring). Is the retainer ring intact (yes or no): n/a (missing retainer ring). If no, describe the condition: n/a (missing retainer ring). Verify if the reservoir locks in place? (Yes or no): no. (Missing retainer ring). Test appendix: ngp 1. Pump self test = not ok - pump error 63 2. Sleep current measurement = 0.65 ma ok - pass 3. Active current measurement (benchmark elec.) = n/a ma 4. Active current measurement (jabil elec.) = 159 ma 5. Rewind = ok - pass 6. Seating = ok - pass 7. Basic occlusion test = ok - pass 8. Force sensor test = 2.25 lbs. Ok - pass 9. Occlusion test = 2.40 units ok - pass 10. Displacement test = 0.03460 in. Ok - pass 11 lcd function test = ok - pass 11. Displacement accuracy test = 0.08715 in. Ok - pass pump error 63 (variable 3) on 06/17/2019 at 10:26:34.000 was present in the pump trace download, problem isolated to the keypad assembly. Pump did not have a battery installed when received. 1.588 test battery energizer alkaline battery. Using a test battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.